Event description:
It was reported that the sensing value was 1mv at last follow-up, so the physician decided to replace the lead. No patient complications were reported as a result of this event, and the patient status was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.